Event description:
It was reported that a (B) (6) patient received a burn injury from the oximax spo2 probe and tram module. Extent of the patient's injury is not known at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.